Event description:
At 9 years 9 months from primary, the patient came in reporting pain and the cause is unknown. The surgeon found the poly was worn so the surgeon revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 16 sept 2025. Lot 152690: (B)(4) items manufactured and released on 07-oct-2015. Expiration date: 2020-aug-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Conclusions: based on the available information, no definitive root cause can be established. Osteolysis may be attributed to standard polyethylene wear, as commonly reported in the literature. There is no evidence that a device deficiency contributed to the event, and a review of the device history record did not identify any potentially related manufacturing issues.